Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx curved single system device during a procedure on (B)(6) 2010. According to the complainant, post-implantation, the patient presented with injuries, including extreme pain, erosion of her tissues, chronic infection, and dyspareunia (specifics and date/s of onset unknown). According to the physician's office, there were no problems with the implantation procedure or the device, and the patient has not been seen since 2010. All other information, including the patient's current condition, is unknown and reportedly unavailable.